Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records reviewed. The peritoneal dialysis registered nurse (pdrn) reported that the death was not related to peritoneal dialysis therapy. Medical records do not contain a death certificate or autopsy report. Information was obtained from the end stage renal disease death notification. Medical records do not contain treatment records, a history and physical, a diagnosis list, medication list or recent lab results. Medical records do not contain a bicarbonate level of potassium level for review. Patient was on hospice and this would indicate the patient was terminally ill. There is no documentation in the medical record that indicates there is a causal relationship between the patient's liberty cycler set and patient's death. There is no conclusive evidence in the medical record that indicates the patient expired due to the patient's peritoneal dialysis treatment or products used during treatment.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife called to request pickup of the cycler. Her husband had expired that morning during treatment, in drain four. Follow up was made with the peritoneal dialysis registered nurse (pdrn). The pdrn reported that the death was not related to pd therapy. The patient passed away due to cardiac arrest, was not hospitalized for the event as the patient was on hospice care. End stage renal disease death notification provided by the patient's treatment facility shows the cause of death as cardiac arrest, cause unknown.